Manufacturer narrative:
Evaluation: a user carton, labeled as containing an iab with serial #j1401588, was returned to datascope. The carton contained the following items: (1) complete and unused iab (s/n j1401588) (1) kontron machine connector. No insertion kit was noted to be within the carton. Probable cause of difficulty: based on what was returned to datascope for evaluation, it was not possible to verify the reported problem. Datascope's shippin records indicate that a complete intra-aortic balloon catheter with accessories was shipped to the facility on 2/7/96. Unfortunately, it is not possible to determine the true nature of this reported incident. It is not possible to determine when the sheath became missing from the insertion kit.

Event description:
There was no sheath in the insertion kit tray, the entire insertion kit and iab were not used. Event complications: unknown - reported 2/24/97. Pt's current status: unk - rpt'd 2/24/97.